Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient gets the urge to pee and she's peeing all over herself. The patient confirmed that she got the device to help with this symptoms and it wasn't helping. A return of symptoms was noted to be occurring for several days. The patient tried to get new batteries during the report because she reported having trouble getting one of the batteries in the programmer. Eventually, the patient was able to get the programmer on and the batteries inserted incorrectly. Also, the patient got a poor communication screen several times during the call, which was resolved by repositioning the antenna over the implant. Instructions to sync the programmer with the antenna were asked for by the patient due to her husband being the one who always syncs the programmer. It was confirmed that the stimulation was on at 3.00v. While troubleshooting, the patient increased from 3.00v to 4.75v where she felt a comfortable throbbing. After a few minutes, the patient turned the stimulation down because she felt a jolt, it was uncomfortable, and it felt like she was getting raped. The patient was assisted in turning the stimulation down to 4.40 where the patient felt the stimulation as a comfortable throbbing. It was noted that the patient never felt stimulation as a tingling but rather as a throbbing. In addition, the patient reported that the programmer was worn out and the yellow light bulb on the programmer above the on/off button wasn't yellow anymore. The patient noted she will be following up with her healthcare professional. Additional information was received from the patient. It was reported that the patient didn't think the device was working right. They stated they increased the stimulation, but then they were having pain. Patient was walked through using their remote and it was reported that troubleshooting resolved the reported issue. The patient stated they didn't feel like the device was working like it should. They reported they felt like they had to use the bathroom, but could not go. No further complications were reported or anticipated.